Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint can be confirmed. As per the service report, motor does not turn: motor replaced. Motor corroded - motor replaced. Bend protection damaged - motor cable replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Contacts of the keypad corroded: handcontrol set replaced. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the motor becoming seized. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04-04-2012 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the micro tornado handpiece with hand controls needs to be repaired. No consequence for the patient. It was unknown if there was any patient or user involvement. The issue was found pre-operatively. It is unknown what happened with the device. The outcome of the event is unknown. It is unknown how the surgery was completed. The customer states that they have no further information.